Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? If yes please provide more details. What do you mean by "the suture was flocculent? Please explain. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture split after entering into the abdominal cavity. The broken end of the suture was flocculent, and the subcutaneous tissue could not be firmly sutured, affecting the suture quality. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/7/2022 h6 component code: g07002 no device return additional information: h6 additional information was requested, the following was obtained: * could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? If yes please provide more details. -according to latest feedback, no consequence was caused. * what do you mean by "the suture was flocculent? Please explain.- the suture got loose this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.